Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the auxiliary channel causing a clog. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed a light guide lens, the objective lens, and the distal cover had been stained. Also, with foreign material clogging the auxiliary water channel. The type of the material cannot be identified. It is presumed that leakage from the instruction channel may have resulted in improper reprocessing, hindering the foreign material from being removed at the insertion part, distal end, and biopsy channel. The subject events can be detected and prevented by implementing in accordance with the following IFU. Instructions operation manual for gif/cf/pcf-190 series chapter 3, ¿preparation and inspection¿ describes how to detect the events. Instructions reprocessing manual for gif/cf/pcf-190 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the events. Olympus will continue to monitor field performance for this device.